Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with lens rotation. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved.

Manufacturer narrative:
H3- device evaluation has not been performed. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d1 brand name in initial MDR corrected to evo/evo+visian implantable collamer lens. Claim# (B)(4).